Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia after meal announcements, with a highest blood glucose of 377 mg/dl and sustained readings above 180 mg/dl for several hours, despite no observed infusion set leakage or kinking and without use of backup therapy or ketone testing. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for professional medical intervention or assistance from others. Investigation included product-use review, complaint history review, and user counseling on potential causes of high glucose and guidance to change supplies if elevated glucose persisted. Investigation of this case revealed user-reported elevated glucose associated with meals and reliance on repeated meal announcements, with resolution after a supply change on a prior day and no device alerts beyond high-glucose notifications. It was concluded that the event was consistent with hyperglycemia of unclear cause, with contributory factors possibly including infusion site performance or meal-related dosing behavior, and that the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.